Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 150893 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 150893, test base part number 195-230wl, 195-430w / lot: 146929. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 150893 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to the specific patient/validation samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report: 1221359-2021-03397, 1221359-2021-03398, 1221359-2021-03400, 1221359-2021-03401.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card performed on multiple patients. This MFR report addresses patient three (3) of five (5). The customer reported a false positive result on a directly tested nasal swab with the binaxnow covid-19 ag card. Pcr confirmation testing was performed with ivd kit on applied biosystems 7500 real-time pcr system and generated negative results (CT values not provided). Per the customer, the patient was not symptomatic. Additionally, there was no patient injury or impact in treatment due to test results.